Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) and observed the device would not deliver defibrillation energy during testing. It was observed that the white energy capacitor wire was disconnected from the j18 spade connector, which was the cause of the observed issue. The capacitor wire was reconnected to resolve the issue. The root cause of the issues was the disconnected connector. The customer received a replacement device and the device was archived by stryker.